Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was being prepped for a routine pulse generator change, the device showed skipped beats on the telemetry monitor. The device suddenly stopped pacing leading to a short period of asystole. The patient had been connected to a temporary pacemaker while awaiting the generator replacement. The device was explanted and replaced without further complications. The patient was in good condition post procedure.